Event description:
As reported by the equinoxe shoulder study, approximately 7 years and 10 months post the initial left reverse total shoulder arthroplasty, the patient was revised due to poly disassociation from tray. No trauma noted; woke up with sharp pain. The outcome is considered to be resolved.

Manufacturer narrative:
D10: 300-30-08 - eq preserve stem 8mm: (B)(6). 320-01-42 - eq reverse 42mm glenosphere: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-15-07 - sup/post aug plate, l rs glenoid basep: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.